Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the holding sleeve (part number 314.09, lot number 6387375). The subject device was returned with the complaint condition stating the device was returned and reported that a prong had broken off the device. Approximately 1.5mm strip of the distal edge of one of the prongs is broken off and missing. The complaint is confirmed. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. It is likely that over six years of consistent use and possible rough handling during surgery or sterile processing has led to this complaint condition. The device was manufactured in may 2010 and is over six years old. The balance of the returned device is in fairly worn but functional condition with some markings and signs of wear along its length. Drawings were reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. Upon review of the device history record, no non-conformances relavent to the complaint condition were generated during the production of this device. All measurements have been performed by calipers. This complaint condition was likely caused by over six years of consistent use and possible rough handling during surgery or sterile processing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reportedly there was no patient involvement. Device is an instrument and is not implanted/explanted. No service history review can be performed as part number 314.09 with lot number(s) 6387375 is a lot/batch controlled item. The manufacture date of this item is december 05, 2013. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Part 314.09, synthes lot 6387375: release to warehouse date: may 17, 2010. Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacturing of this product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on september 19, 2016 that the prong broke off the holding sleeve instrument and the instrument will no longer hold a screw. Issue was found while inspecting item; there was no patient or surgical involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the prong broke off the item and it would no longer hold the screw. The repair technician reported the tip of the inner sleeve broke off. Tip broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.